Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter stated that the pump was suspending without user intervention and without the user¿s knowledge. The suspend history recorded multiple suspend and resume records; however, the reporter allegedly had not used the suspend feature during the recorded timeframe. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on properly and displayed the verify screen with appropriate audible tones and vibration. The rewind, load, and prime steps were completed successfully. All of the pump keypad buttons responded properly. The pump was exercised for 24 hours with no observed self-suspending. The complaint of a suspend issue was not duplicated.